Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's spouse reported via phone call that they were hospitalized due to high and low blood glucose on (B)(6) 2014. Customer¿s blood glucose was 220 mg/dl at the time of hospitalization. Customer¿s low blood glucose value was 33 mg/dl. Customer specify other relevant blood glucose value was 68 mg/dl and 70 mg/dl. Customer was wearing an insulin pump at the time of hospitalization. The product will not return for the analysis.